Event description:
It was reported that the patient has expired after an implant duration of approximately 86.17 months. The cause of death was not provided. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was learned through information received from the health-care provider for a related event. (B)(4) regarding this patient's two other events. Two requests were made to the health-care provider (via fax) for additional information and the device (on 10/01/2010 and 10/08/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.